Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.

Manufacturer narrative:
The reported complaint of error 5 warning message could not be confirmed. During the evaluation, the system successfully took and sent readings and no error messages were observed. Review of the log files confirmed error 5. This error was attributed to a corrupted compact flash disk.